Event description:
It was reported that there was a revision due to a dislocation. The cup, liner and head were replaced. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-00772, 0001825034-2023-00600. Report source: australia. Concomitant medical products: cat #: 802403204/ constrained head 12/14 taper 32 mm diameter +6 mm neck length for use with freedom constrained liners/ lot #: 3014471, cat #: 11-107122/freedom all poly cup 50mm/ lot #: 803380. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitte

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional analysis could not be performed. DHR was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.